Manufacturer narrative:
The pump was received with blank display due to broken solder joint of power connector on interface board. Functional testing was unable to be done due to blank display. The pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.